Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was hit by a bike and the touch screen became shattered and unresponsive. Additionally it was reported that the wake button was unresponsive. Blood glucose was not impacted. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.